Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the pulse generator was found in backup vvi mode. It was noted that the patient had been lost to follow up for 2 to 3 yrs. The device was explanted and replaced successful. The patient did not experience any adverse consequence.